Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4396, lead, implanted: (B)(6) 2012. D314trg, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had a syncopal episode. The right ventricular (rv) lead experienced intermittent and loss of capture, low and dropped pacing impedance, and varying thresholds. It was then found that the rv lead had pulled back from the apex. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.